Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock on with no relevant reported discrepancies. Based on the device identification the complaint databases were reviewed for similar reported events regarding instability. There have been no other similar events for the reported lot. An event regarding instability involving a triathalon insert was reported. The event was not confirmed. Method & results: device evaluation and results: not performed as product was not returned. Medical records received and evaluation: no medical records were received for review with a clinical consultant. Device history review: all devices were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: there have been no other similar events for the reported lot. The exact cause of the event could not be determined because insufficient information was provided. Additional information including operative reports, progress notes, x-rays and return of the device are needed to fully investigate the event. If further information becomes available or the product is returned, this investigation will be re-opened. Device not available.

Event description:
It was reported through the submission of a revision implant sheet that the patient's left knee was revised. Rep note on the implant sheet indicates "patient was revised for stability" a 4x9 ts insert was implanted.